Manufacturer narrative:
Correction: changed from 4114 device not returned to 4117 device discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that interrogation in (B)(6) 2016 showed an estimated longevity to elective replacement indicator (eri) as 1.5 years. The patient presented in clinic on (B)(6) 2018 with dizziness. The device was not able to be interrogated. A magnet was placed on the device without pacing spikes on the echocardiogram. Device explant procedure was discussed. The patient was discharged.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2018. The battery had reached normal elective replacement indicator and end of life. The patient was stable before, during and after the procedure.